Manufacturer narrative:
D.2a. Additional medical device types: nqx, njr, ozn. E.1. Initial reporter facility phone number: (B)(6). G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, the door no longer remains open. There was no report of user impact.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, the door no longer remains open. There was no report of user impact.

Manufacturer narrative:
Investigation summary: a complaint of "door won't stay half-open" was received against bd max¿ instrument material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. Spring nitrogen gas was replaced to resolve the issue. Instrument was functioning without errors and released to the customer for regular operation. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.